Manufacturer narrative:
This report is submitted on july 10, 2020.

Event description:
Per the clinic, the patient experienced pain and skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery to remove the abutment and excess skin, on (B)(6) 2020. A topical antibiotic ointment was applied prior to surgery. Clinical management of the patient is ongoing as of the date of this report. The implanted device remains.